Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: provisional liner part # 00500304428, lot# 62350241: 0001822565-2019-01412.

Event description:
It was reported that this instrument broke. No known patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Lot 60012989 was returned with a portion of the lock ring fractured and missing. The devices returned had potential field service ages from 5 years to 20 years. It is unknown how many times the devices were used. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to wear and tear of the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.